Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i14117 and h10g16090) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is report 1 of 3 involved in this peritonitis event. This MDR was submitted on (B)(6) 2011; however, due to failure to receive (B)(4), this MDR is being resubmitted on (B)(6) 2011.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for e coli in a (B)(6) male coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unknown. It was unreported if treatment was provided. On an unreported date, dianeal therapies were withdrawn. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. Per the nurse, the peritonitis with culture positive for e coli was unrelated to dianeal therapy.